Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2003 - the pt was implanted with a bard composix mesh during a traumatic ventral incisional hernia repair. On (B)(6) 2011 - the pt underwent a second surgery to remove the mesh. The attorney's report alleges permanent injury, pain, additional surgery, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure. We have contacted the initial reporter to request additional info and to request return of the device for eval. It is alleged that the pt suffered from an infection which is a known possible adverse reaction listed in the IFU. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a f/u MDR will be submitted.